Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive implant failed to osseointegrate. The implant was placed in the tooth # 30. There was no known impact or consequence to patient.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned but not in original package. The part was visually inspected and verified to be an inclusive tapered implant 4.7 mm x 8.0 mm using the radiographic template. Complaint investigator measured the critical parameters against dwg 3003663 rev 6.0 from DHR and found no deviation. Bone debris was detected from the parts. No defect nor non-conformity was observed. One healing abutment (4.7 mm x 5 mm) was returned but no issue was reported. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
Corrected information. This information was omitted to f/u 1. Section b1 and b2: this information was updated to reflect the new information provided within the notes. Section b5: this information was updated to reflect the new information provided within the notes. Section d6a/6b: this information was updated to reflect the new information provided within the notes. Section h1: this information was updated to reflect the new information provided within the notes.

Event description:
It was reported that an inclusive implant failed to osseointegrate. The dentist discovered loss of buccal bone during the healing period. Loss of osseointegration on mesial, distal, and buccal sides were noted about 3 months after the implant was placed. The implant was removed completely 10 months later. The implant was placed in the tooth # 30. The implant site had type 2 bone quality. The implant site was infected. Presence of granulation tissue was noted. The patient has no relevant pre-existing condition. The patient is currently asymptomatic and comfortable. There was no abnormality with the implant.